Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a "battery maintenance due" message. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
A getinge service territory manager (stm) evaluate the iabp and verified that the portable battery runtime was less than 135 minutes and therefore below specification. The stm replaced the batteries and broken IV pole bracket. He then completed preventive maintenance and the iabp calibrated and passed all functional and safety tests per factory specification. The iabp was then released back to the customer for clinical use.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a "battery maintenance due" message. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.